Manufacturer narrative:
D4: UDI is unknown as the part/ lot number was not reported. H6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during testing a broken bur was observed in the attachment. There was no patient involvement, no delay, no medical intervention and no adverse consequences.

Event description:
No new information.

Manufacturer narrative:
H6: the quality investigation is complete.